Event description:
Info rec'd indicates when the brake pedal was set into the brake mode, the casters would only lock and hold at one end, the opposite end would roll.

Manufacturer narrative:
The tech found the head end brake linkage failed. The tech replaced the head and foot end brake linkage with a brake/steer upgrade to repair the stretcher.